Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, when the g5 application was installed, the smart phone did not ring and the alarm did not go off. No medical intervention was reported. Additional event or patient information is not available. Data was not provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.